Event description:
The complainant reported while unloading a patient from the ambulance, the wheel of the stretcher caught the bumper and the stretcher allegedly tipped to the left and lowered with the patient. It was alleged the patient sustained injury and sought medical intervention in the form of xrays/CT scans, but no further details were provided.

Manufacturer narrative:
The cot was evaluated by an authorized field technician. A visual and functional evaluation was conducted. The cot functioned as intended, with no malfunctions that would have contributed to the cot lowering on its side unexpectedly. The cot was approved to return to service. No further details have been provided pertaining to the alleged injury with medical attention sought.

Event description:
The complainant reported while unloading a patient from the ambulance, the wheel of the stretcher caught the bumper and the stretcher allegedly tipped to the left and lowered with the patient. It was alleged the patient sustained injury and sought medical intervention in the form of xrays/CT scans, but no further details were provided.